Manufacturer narrative:
During the visual inspection, the head of the screw on the distal end of the adapter arm was found to be broken and the washer was missing, allowing the device to be completely disassembled. However the device could successfully be assembled without issue, demonstrating a solid fit. Based on the age of the device (9+ years) and the signs of wear on the tool, handling of the device over the years has most likely caused or contributed to the reported event.

Event description:
It was reported that during reprocessing conducted at the user facility the device was found to be broken in pieces. No patient involvement or procedural delays were reported by the user facility as associated with the event.

Event description:
It was reported that during reprocessing conducted at the user facility the device was found to be broken in pieces. No patient involvement or procedural delays were reported by the user facility as associated with the event.